Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? No information from the hospital. Was the bleeding identified as intraluminal or intra-abdominal? No information from the hospital. It was reported there was bleeding from the drain, where was the drain placed? No information from the hospital. Where in the gap setting scale (green range) was the indicator located prior to firing? No information from the hospital. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were there any issues noted with staple formation? No information from the hospital. Were the donuts inspected? If so, please describe. No information from the hospital. Was the washer inspected? If so, please describe. No information from the hospital. What is the current patient status? The patient is stable.

Event description:
It was reported that about two hours after a laparoscopic sigmoidectomy, bleeding from the drain was confirmed. Additional clipping via endoscope was performed to stop the bleeding. The amount of bleeding was unknown. No blood transfusion was required. The doctor was familiar with the device. He felt no anxiety of bleeding, extra tension, and strangeness during the operation and used the device as intended. No device will be returning.